Manufacturer narrative:
Investigation: samples received: one open pouch (first pouch opened, aluminum pouch closed). Analysis and results: this is the second complaint of this code batch for the same issue. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received one sample with outer pouch open (first pack is closed). The open sample received has the first pack sealed to second pack (the aluminum pouch is stuck to the plastic film) in the fourth sealing. This defect is due to an accidental effect of the welding machine and the personnel involved in this process did not sort out this unit. Conclusion: taking into account that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Actions on product: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the inner package could not be removed from the outer package. The reporter indicated that inner foil is "welded" with the outer foil. The event occurred pre-operatively with no patient involvement.